Event description:
It was reported that the patient had the system implanted two months ago and the device removed a week later because of complications from the surgery. It was noted that the doctors nicked a vein when they went to close up the patient. A hematoma started right away under where the device was and the patient¿s skin turned black. The device was removed, but the leads were left in. It was indicated that the patient also had metal valves. Additional information received clarified that the patient had two metal valves in her heart. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).